Manufacturer narrative:
Results: the sample involved is not available for evaluation. The country coordinator is checking to see if representative units are available; however, no samples have been received up to this point. Conclusions: without a sample, a root cause for this incident could not be identified. If representative samples are received, a supplemental report will be filed upon completion of the investigation.

Event description:
The patient had a morphine injection every day. On (B)(6) 2014, the pe needle broke and remained in his abdomen. The patient went to the hospital. Radiography confirmed that 1cm of the needle was inside the abdomen. Surgery was performed under local anesthesia (B)(6) to remove the needle. After the surgery, an inflammatory wound with pus appeared. The patient made a dressing every day and cleaned the wound with a saline and biseptine solution. The pus began to reabsorb. A follow-up appointment with the patient's doctor was made.